Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 303219 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. Based on our preventive measures and the numerous quality inspections, bd is confident that the level of defects in our process is very low. In bd fraga, the assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the defective ones. The medication/drug used or a special method of use could affect the performance of the syringes.

Event description:
It was reported that there was a weak connection between the syringe 10ml e/t emerald plunger and gasket during use with high-pressure radiological contrast infusion, causing the plunger to "tilt" and make infusion difficult. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "due to the weakness of the connection between the pusher (plunger) and the gasket, and high-pressure infusions (during the administration of radiological contrast, although sometimes used to administer saline), the plunger is tilted and difficulties the normal administration of the liquid infused."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a weak connection between the syringe 10ml e/t emerald plunger and gasket during use with high-pressure radiological contrast infusion, causing the plunger to "tilt" and make infusion difficult. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "due to the weakness of the connection between the pusher (plunger) and the gasket, and high-pressure infusions (during the administration of radiological contrast, although sometimes used to administer saline), the plunger is tilted and difficults the normal administration of the liquid infused."